Event description:
False positive result (s). Worst test ever if you want a headache take this one! Took 1 test it was a negative it was day 2 of a sore throat and a cough that day. I felt better and I decided to take another test 3 days later (to be on the safe side) it was a positive. I had covid the end of july there was no way that I can have covid again especially since I'm now vaccinated and still have the antibodies. I decided to take one the following day a different brand (binaxnow) negative.